Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer noted the blood sampling valve (bsv) knob was loose and then identified a leak. The leak was described as a small drip of clear liquid, approximately 2 ml, from the sample probe onto the countertop. The instrument was not in use for patient samples. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, eye protection, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the blood sampling valve knob (bsv) was loose. The fse replaced the bsv knob and shaft resolving the leak reported. (B)(4).